Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose of 27.7 mmol/l with no reported additional symptoms associated with an alleged battery life issue. It was also reported that the patient¿s blood glucose level decreased to 14 mmol/l after the patient self-treated with insulin. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was incorrectly using a battery type which did not match the battery setting of the pump. It was also revealed that the pump¿s battery cut off while the patient was sleeping and this stopped insulin delivery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.